Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube. The procedure was completed. The patient was in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information regarding the event. However, there was no response received by the time of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information becomes available, a follow-up MDR will be submitted. System logs were not available. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed, and the patient was stable.